Event description:
It was reported that the catheter was placed on (B)(6) 2013. On (B)(6) when the nurse flushed the catheter, she found there was a leakage at the site of 4.5cm so she changed another set and finished the whole process.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. During functional testing a leak was detected in the d/l tubing between the 4 and 5 cm depth markers. The leak was noted when the lumen with the purple connector was pressurized with water. Three small successive splits in the tubing were observed under magnification. According to the incident questionnaire, the PICC was in place or approximately 2.5 months prior to the complaint incident. It is unknown if the splits developed over time or if the tubing was punctured. The product instructions for use (IFU) warns the user to "avoid accidental device contact with sharp instruments..." Had the damage occurred during the manufacturing process, it would have been noted during both the manufacturer's leak test and when the user purged the air from the catheter prior to attempting insertion. The three small slits in the catheter indicates a possible needle puncture or some other type of sharp instrument inadvertently made contact with the catheter. No apparent manufacturing related defects were noted on the complaint sample. An lhr of lot #rew10779 shows this to be an invalid lot number. A sequential search of the implicated manufacturing lot number was facilitated and no lot number matched the sample that was returned for evaluation.